Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was hospitalized on (B)(6) 2019 due to cardiac decompensation and pulmonary edema. The cause of the decompensation is reportedly suspected to be inappropriate mode switch episodes on sinus tachycardia (around 125 bpm). It was observed that the patient felt better when the mode switch was interrupted by ventricular threshold test. Preliminary analysis did not reveal any anomaly on the subject pacemaker.

Event description:
Reportedly, the patient was hospitalized on (B)(6) 2019 due to cardiac decompensation and pulmonary edema. The cause of the decompensation is reportedly suspected to be inappropriate mode switch episodes on sinus tachycardia (around 125 bpm). It was observed that the patient felt better when the mode switch was interrupted by ventricular threshold test. Preliminary analysis did not reveal any anomaly on the subject pacemaker.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up 2 report contains the same information as the one provided in the follow-up 1 report. Due to technological constraints, the acknowledgments of the follow-up 1 report were not received. This follow-up 2 report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, the patient was hospitalized on (B)(6) 2019 due to cardiac decompensation and pulmonary edema. The cause of the decompensation is reportedly suspected to be inappropriate mode switch episodes on sinus tachycardia (around 125 bpm). It was observed that the patient felt better when the mode switch was interrupted by ventricular threshold test. Preliminary analysis did not reveal any anomaly on the subject pacemaker.